Event description:
It was reported that a motor stall was recorded in the event logs with a stall recovery occurring twenty minutes after. It was indicated that the stall was discovered at a routine check of the pump logs during a refill. The patient had not had an MRI or any other test performed on that date and there was no known cause for the stall. The reporter stated that the patient had multiple sclerosis (ms) and was hard of hearing; he could not remember if he had suffered any underdose or withdrawal as a result of the motor stall. It was reported that the healthcare provider (hcp) would bring the patient back in a month or so to do another check of the logs to ensure there were no further issues. The device system was used to deliver lioresal. One week later, it was reported that the confirmed date of implant was (B)(6) 2013; however, that date had not yet occurred at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the device did not come from manufacturer representative trunk stock. Additional information reported the cause of the stall was not determined, and the patient was receiving normal therapy with no issues.

Manufacturer narrative:
(B)(4). Upon further review, all previously reported conclusion codes do not apply.

Event description:
Additional information reported the pump was implanted on (B)(6) 2008.